Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the gauge broke. The 90% stenosed target lesion was located in an unspecified non-calcified, moderately tortuous location. An encore26 inflation unite was attached to an unspecified balloon catheter. During "air evacuation", contrast leaked into the gauge of the inflation device and the "gauge got broken". The procedure was completed with an unspecified different device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).